Manufacturer narrative:
.

Event description:
On (B)(6) 2016 it was reported that the patient's settings changed at some point in (B)(6), that the patient's settings were showing 1.0ma, instead of 1.25ma, and 60 minutes off. The physician's assistant stated that the patient can be combative and sometimes will not let the physician evaluate her vns. The patient's programming history was received for review and on (B)(6) 2015 the patient was found to be at settings indicative of a faulted system diagnostics test. The patient was reprogrammed that visit to therapeutic settings.